Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received sensor scan readings between 16.5 mmol/l and 17.5 mmol/l before bed and experienced "cold sweats, stomach ache, could not sleep" and lost consciousness. Customer's husband tried to feed raisins which made her "slightly more conscious". Ambulance was called and upon their arrival, a reading of 2.3 mmol/l was obtained at around 3:00 a.m. Customer was determined to have low blood sugar and was treated with raisins, sandwich and milk by the ambulance staff. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received sensor scan readings between 16.5 mmol/l and 17.5 mmol/l before bed and experienced "cold sweats, stomach ache, could not sleep" and lost consciousness. Customer's husband tried to feed raisins which made her "slightly more conscious". Ambulance was called and upon their arrival, a reading of 2.3 mmol/l was obtained at around 3:00 a.m. Customer was determined to have low blood sugar and was treated with raisins, sandwich and milk by the ambulance staff. There was no report of death or permanent impairment associated with this event.